Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 330 mg/dl at the time of the incident. The customer¿s current blood glucose level was 176 mg/dl. The customer's blood glucose was 195 mg/dl. The customer treated with insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have been provided with this report. The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management tool confirmed pump error 25 and low battery alarms were triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.